Manufacturer narrative:
The device was returned to the manufacturer and it was received on 10 jun 2019. The returned valve was received geometrically deformed and deeply deteriored. On the pericardium there were signs of calcification and other organic depositions whose nature will be determine in the next investigation steps. The sewing cuff appeared slightly altered with marks of stitching. Further investigation is ongoing.

Event description:
On (B)(6) 2014, a (B)(6) years old female patient with a history of obesity, anemia, and previous infarct received a mitroflow lx19 in the aortic position. Post-op echo showed normal valve function and the patient was transferred to ICU in a hemodynamically stable condition. On (B)(6) 2018, the patient was admitted to the hospital due to her worsening dyspnea. On the transthoracic echo, severe aortic prosthetic stenosis was noted. On the transesophageal echo, one of the aortic valve leaflets was calcified rigid and immobile (the left), one was moderately restricted (the right) and only the non-coronary leaflet was not thickened and opened well. The diagnosis was of a patient's mismatch, as the valve appeared too small for the patient whose aortic annulus was reportedly small (no dimensions provided). In (B)(6) 2019, re-do surgery in the context of patient-prosthesis mismatch with an early deterioration of the lxa19 valve was outlined for the patient. The possibility of a root enlargement procedure and a mitral valve replacement were also discussed. On (B)(6) 2019, the mitroflow was explanted and a perceval m was implanted. A magna ease 27mm was also implanted in the mitral position. During the surgery, the calcific deterioration of the mitroflow valve was confirmed. The patient is still in recovery. No root enlargement was eventually performed. The patient is in recovery.

Manufacturer narrative:
Fields changed: b4, d4, g4, g7, h1, h2, h4, h6. Visual examination of the valve revealed a deformed prosthesis due to intrinsic and vegetating calcifications in all the leaflets and due to tears on one leaflet. Calcification was also detected through x-ray analysis. The histo-morphological inspection revealed the presence of thrombus depositions on both prosthetic sides. Reddish areas due to coagulated blood entrapment were present on almost all the surfaces. Whitish and yellowish areas due to tissue alterations were detected in almost all the outflow surfaces. The mesothelial surfaces of all the leaflets were locally wrinkled. Yellowish areas due to calcifications were detected on both prosthetic sides. Inflammatory cells were present on the fibrous pannus depositions on one leaflet. Bacteria were not detected with the gram stain. Furthermore, the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for an lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the information available and the investigation performed, the leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. It is possible that the patient¿s clinical conditions and risk factors (coronary artery disease, obesity, anemia and infarct affecting mitral valve) may have contributed to the structural valve deterioration observed in this mitroflow valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and it is listed among the potential adverse events in the mitroflow instruction for use (IFU).